Event description:
It was reported that on (B)(6) 2012, the user facility found the inner sheath to have a broken beak. It was unk if it happened during a procedure or outside of the pt. All rooms and processing areas were searched. It was concluded that the fragment could have been lost in the bladder of a pt. They identified and notified 6 doctors and 11 pts that had the highest probability of being effected. They are notifying the doctors and considering bringing the pts in to search for the missing fragment in their bladder.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.